Event description:
It was reported impedance readings were >4000 ohms on some of the bipolar pairs. Two days later, the pt underwent revision of the extensions due to the extensions being too superficial. The extensions were causing the pt pain. The outcome of the surgery was better placement.

Manufacturer narrative:
(B) (4).